Manufacturer narrative:
Other applicable components are: product ID: 306001, serial#: unknown, product type: screening device. Product ID: 309201, serial#: unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated that their leads/wires moved/disconnected. No patient symptoms reported. No further complications were reported at this time.